Event description:
The report received indicated that after inserting the diagnostic catheter in the pulmonary trunk, a terumo wire perforated the diagnostic catheter; consequently, the physician exchanged the grollman catheter for a normal pigtail and finished the procedure. There were no adverse events or pt injury reported.

Manufacturer narrative:
Add'l info will be submitted within 30 days upon receipt.